Event description:
The patient¿s health care provider (hcp) reported on (B)(6) 2013 that the ins malfunctioned and was explanted.

Event description:
It was reported that the first week the patient was implanted they had a ¿malfunction.¿

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 3888-28, lot # l48139, implanted: (B)(6) 1999, product type lead. (B)(4).